Manufacturer narrative:
Concomitants: "(B)(6), 186-01-48 - integrip cc, cluster 48mm, g1; (B)(6), 186-01-50 - integrip cc, cluster 50mm, g1; (B)(6), 180-65-30 - alteon 6.5mm screw, 30mm; (B)(6), 180-65-30 - alteon 6.5mm screw, 30mm; (B)(6), 190-30-03 - alt ha s clr std sz 3; (B)(6), 190-30-03 - alt ha s clr std sz 3; (B)(6), 170-28-00 - biolox delta femoral head 28mm od, +0mm; (B)(6), 170-28-00 - biolox delta femoral head 28mm od, +0mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA (mdl no. (B)(4)): (B)(4) is associated with this case. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. (B)(4), and pending in the eastern district of (B)(6). Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device. Unable to confirm specific devices due to bilateral ebi invoice data. The serial number (B)(6) are confirmed to be a part of recall number: z-1729-2022. 130-28-51 - nv gxl linr, ntrl, 28mm ID, group 1 cups; serial: (B)(6); 510k: k070479; UDI: (B)(4); product code: jdi, lph, lwj, lzo, meh; x-ray: no; operative notes: no. Concomitant devices: (B)(6), 186-01-48 - integrip cc, cluster 48mm, g1; (B)(6), 186-01-50 - integrip cc, cluster 50mm, g1; (B)(6), 180-65-30 - alteon 6.5mm screw, 30mm; (B)(6), 180-65-30 - alteon 6.5mm screw, 30mm; (B)(6), 190-30-03 - alt ha s clr std sz 3; (B)(6), 190-30-03 - alt ha s clr std sz 3; (B)(6), 170-28-00 - biolox delta femoral head 28mm od, +0mm; (B)(6), 170-28-00 - biolox delta femoral head 28mm od, +0mm.